Event description:
It was reported that air bubbles were observed within the infusions set tubing. Customer primed the tubing to address the issue. There was no adverse impact to the customer¿s blood glucose.